Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after administering insulin, the nurse pushed up the white safety guard to engage the lock over the needle. The safety guard would not slide up so she gave the guard more force. The safety guard flipped off the syringe entirely; the syringe slipped and the needle stuck her in the left thumb. The nurse located the safety guard in the room. It was intact, short of being completely disengaged from the syringe. She did dispose of the product and packaging after that. The affected rn was evaluated in the emergency room for a bloodborne pathogen exposure from the needlestick. Baseline lab for hep b, hep c and hiv was drawn on the rn. Hep b, hep c and hiv labs were also collected on the source patient. All source patient lab was negative. No medical treatment was required.

Manufacturer narrative:
Two photos were received for investigation. The photos were evaluated but no defects were observed. The device history record (DHR) could not be reviewed as no definitive lot information was provided within the complaint. However, prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Without a physical sample, a more complete investigation cannot be performed to the full extent, and the reported condition cannot be confirmed. As such, a root cause could not be determined at this time. Process inspectors perform visual inspections and physical testing of the syringe assemblies throughout the manufacturing of the product. If problems were detected during the assembly process, non-conforming products would be identified and segregated. A corrective and preventative action is not applicable at this time. We will continue to monitor related reports to determine if additional actions are necessary.